Event description:
Same case a MDR ID # 2134265-2012-04259. It was reported that during a peripheral stenting treatment procedure, the stent appeared longer then label. The 90% stenosed calcified and severly tortuosus lesion was located from the left common iliac artery to the external iliac artery. Vascular access was obtained via the left brachial artery. The physician thought that the 10x69x135/ iliac 6f unistep plus appeared longer then labeled. They removed the stent and went in with a 8x66x135/ iliac 6f unistep plus and this also appeared longer then labeled. The procedure was completed with an expressld stent. No patient complications were reported and the patient status is listed as good.

Event description:
Same case a MDR ID# 2134265-2012-04259. It was reported that during a peripheral stenting treatment procedure, the stent appeared longer then label. The 90% stenosed calcified and severly tortuosus lesion was located from the left common iliac artery to the external iliac artery. Vascular access was obtained via the left brachial artery. The physician thought that the 10x69x135/ iliac 6f unistep plus appeared longer then labeled. They removed the stent and went in with a 8x66x135/ iliac 6f unistep plus and this also appeared longer then labeled. The procedure was completed with an expressed stent. No patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent fully mounted to the stent delivery system (sds). There was no damage noted to the device. The stent was deployed without issue and there was no damage noted. The length of the deployed stent measured 77mm. Markerband are crimped and swaged per procedure. The distance from distal markerband to med and the distance from distal markerband to prox markerband were measured and were within specification. No issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).